Manufacturer narrative:
The manufacturer was informed 09/12/2007 to investigate the cause of the missing insert from the needle holder. A follow-up report will be sent to FDA once investigation is completed. The needle holder is with the manufacturer in another country for evaluation.

Event description:
After the second lap band procedure was completed the staff determined that one of the inserts was missing from the needle holder. The end-user does not know where the insert is, therefore, an xray is planned for each patient in both procedures.